Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device's clear silicone part between metal tip and blue plastic melted and fell off into patients cavity but it was retrieved. There was no patient injury.